Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: micro holes on shaft insulation. Confirmed failure: micro holes on shaft insulation. Probable root cause: poor autoclave reliability, incorrect sterilization/reprocessing procedure, handling procedures, contact forces, product used beyond defined useful life. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the insulation had been compromised.